Manufacturer narrative:
Analysis of the catheter revealed a kink in the catheter body. The kink was noted on the catheter body of segment 2. The kinked area was located at the distal end of the anchor. During testing, the kinked area would occlude when the catheter was bent to a narrow radius.

Manufacturer narrative:
Concomitant product: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported the patient experienced under dose symptoms, lack of pain control and ineffective therapy / less than 50% therapy relief. A kink occurred at the location of the distal catheter segment; the kink was above the anchor. Surgical intervention was required. On (B)(6) 2015, 50.5 cm of the spinal/pump catheter segment was removed and a new catheter spinal segment was spliced on. The catheter was placed intrathecally. The reason for catheter removal was noted break, tear, hole and kinked. The device issue was resolved. No catheter segments were left in the intrathecal space. The patient was doing well and recovered without sequela. The drug (compounded baclofen) was ¿exiting in pump¿. The pump was delivering compounded baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.